Event description:
Reportedly, the defibrillation system was explanted due to infection. The subject device will be returned for analysis. An investigation is required. Preliminary analysis showed that the device has been sterilized and released according to all applicable procedures.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, the defibrillation system was explanted due to infection. The subject device will be returned for analysis. An investigation is required. Preliminary analysis showed that the device has been sterilized and released according to all applicable procedures.